Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed due to low out of range impedance measurements for the pacemaker, right ventricular (rv) and right atrial (ra) leads. Both leads were suspected to have a subclavian fracture, however it was unable to be confirmed. The entire pacemaker system was abandoned inside the patient. No additional adverse patient effects were reported.